Event description:
The customer states that an axsym hcv nonreactive results was generated on a blood donor that testes prism hcv reactive one week prior. A new sample was collected from the donor. Axsym hcv results were nonreactive (0.38 and 0.32 s/co) and prism hcv testing was reactive (6.71 s/co). The sample was tested again on axsym after recentrifugation and the result was strongly reactive (114.61 s/co). No impact to pt management was reported.